Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received two anchors with the same lot number. It was reported the anchor has eroded through the skin and as a result is exposed at the mid-line incision site. The pt was to consult with the physician to determine the next course of action. Follow-up revealed surgical intervention was undertaken on (B)(6) 2014 and the anchors were explanted.